Manufacturer narrative:
The reported observation of ¿burning sensation at the ipg site¿ was not confirmed. The root cause of the observation was not ascertained or duplicated. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The lead system was not returned with the ipg. The ipg was placed in a thermal chamber and with stimulation turned on, the ipg casing temperature was monitored for 4 hours and the temperature did not exceed the maximum specification of 2 degrees c during that time.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced burning sensation and discomfort at the ipg site. Treatment with steroids was unsuccessful. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿burning sensation at the ipg site¿ was not confirmed. The root cause of the observation was not ascertained or duplicated. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The lead system was not returned with the ipg. The ipg was placed in a thermal chamber and with stimulation turned on, the ipg casing temperature was monitored for 4 hours and the temperature did not exceed the maximum specification of 2 degrees c during that time.